Event description:
The evening of a hyaluronic acid laryngoplasty my father suffered laryngeal hematoma and edema causing respiratory distress requiring intubation and life support. He remains hospitalized at university of virginia sticu pending possible tracheostomy tomorrow for long term respiratory support. He was on eliquis at the time of injection without change or reduction in dosage prior to or after procedure although he was known to have had excess bleeding after minor procedures in the past while on eliquis. Hoarseness.